Event description:
The user facility reported that during a patient procedure, metal pieces from the assurance clip following deployment were found within the patient. The facility utilized a suction device to remove the pieces, and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
Steris has notified the supplier, ags medtech of the reported event. The device subject of the reported event was not returned for evaluation. Without the return of the device, an exact cause could not be determined. Steris offered in-service training on the proper use and operation of the assurance clip; however, the user facility declined. The DHR for the lot subject of the event was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A 2-year complaint review was conducted and confirmed this to be an isolated event. No additional issues have been reported.